Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent. The device was removed from its packaging per IFU with no issues noted. Resistance was encountered advancing the device. It was reported that the stent did not navigate the ostium of the left main coronary artery and the device was 'standing stuck' inside the guide catheter. It was noted from review of lot details, this device was used approximately 8 days passed it's expiration date. No patient injury reported.